Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6), 2009, the patient underwent bilateral transforaminal and posterolateral lumbar interbody fusion at l4-5, using a peek cage packed with local bone graft and rhbmp-2/acs. Following surgery, the patient followed up as instructed. Despite initial improvement postoperatively, he began experiencing significant pain in his lower back radiating into his lower extremities. The patient underwent a lumbar spine CT on (B)(6), 2010. The CT reportedly indicated that excess bone growth had occurred.

Manufacturer narrative:
Image review (B)(6) 2006 left foot series 3 views of the left foot show normal alignment without arthritis or fracture. Bifid medial sesamoid is noted. Midfoot and hind foot relationships appear normal. (B)(6) 2006 abdominal CT thorax and abdomen are imaged down to the bottom of the hip joints. No pathology is clearly seen (B)(6) 2007 gallbladder us no spinal anatomy imaged (B)(6) 2008 left hip series ap and frog leg lateral views show normal left hip. No joint space narrowing is apparent. Neck/shaft angle is correct, bony contours and density appear normal on these films. Right hip series series ap and frog leg lateral views show normal right hip. No joint space narrowing is apparent. Neck/shaft angle is correct, bony contours and density appear normal on these films. (B)(6) 2008 head CT no spinal anatomy imaged beyond c1/2 that appears normal. (B)(6) 2009 cervical MRI mild degenerative change is noted at t1/2. Some bulging is seen at other levels, but ventral subarachnoid space remains in good order without cord pressure. Disc bulging is seen but no cord distortion is noted, no foraminal stenosis is seen. Lumbar MRI sagittal stir images show edema at l4/5 with disc narrowing and midline posterior bulge. Desiccation is also seen of l3 and l5. Axial views show mild central narrowing at l4, but no stenosis due to facet hypertrophy. No evidence of previous surgery is seen. Other levels appear normal. (B)(6) 2009 carotid us duplex no spinal anatomy imaged (B)(6) 2009 chest x-ray pa and two lateral views show normal lung fields, cardiac shadow and bony anatomy. No effusions or infiltrates are seen. Lateral views show flattened thoracic kyphosis with some limitation in the ap dimension of the chest. (B)(6) 2009 lumbar x-rays three views of the lumbar spine are provided showing slight lateral olisthy at l4/l5 with l5 translated to the left. Localized apex left scoliosis is also noted at this location. Lateral view suggest flattened lumbar lordosis with degenerative changes in the l4 and l5 disc spaces. (B)(6) 2009 lumbar x¿rays two lateral views are provided. The first showing position of a localizing probe over the l4 disc. The second, taken after positioning of pedicle screws into l4 and l5 bilaterally with rods in satisfactory position. (B)(6) 2010 lumbar CT scout view shows final construct with interbody spacer within the l4 disc, screws in l4 and l5 and spanning rods between. Axial views show screws in good position at l4 and l5. Laminectomy has bee performed and interbody device now sits within the l4 disc. There has been facetectomy on the right at l4/5 with some heterotopic bone along the insertion track of the spacer. This does not appear to compress either the exiting l4 or transitioning l5 root. Coronal views still show scoliosis due to collapse of the l4 disc on the right side.

Event description:
(B)(6) 2003: the patient presented with both neck pains and lumbar back pain complaints. Assessment: 1. Lumbar facet syndrome. 2. Muscle spasms. 3. Lumbar degenerative disc disease. (B)(6) 2003: the patient presented with the following diagnosis: lumbar facet syndrome. The patient underwent the following procedure: lumbar facet median nerve blocks at three levels (six blocks) under fluoroscopy. The back was sterilely prepped and draped in the usual fashion. Under fluoroscopy, the l3/4, l4/5 and l5/s1 facet joints were identified. With fluoroscopy in the right oblique fashion, a #22 gauge, 3.5" spinal needle was directed towards the median branch nerve of the right l3/4 facet joint. Its position was confirmed with 0.25cc of omnipaque. After negative aspiration for csf or blood, 1cc of 0.25% bupivacaine containing 15mg of triamcinolone was injected and the needle removed. There were no paresthesias at any time and no known complications. This was repeated on the left at l3/4 and bilaterally at l4/5 and l5/s1 for a total of six nerve blocks at three levels under fluoroscopy. The patient tolerated the procedures well. There were no known complications. (B)(6) 2003: the patient presented with the following diagnosis: lumbar facet syndrome. The patient underwent the following procedure: lumbar facet median nerve blocks at three levels (six blocks) under fluoroscopy. As per op notes, the back was sterilely prepped and draped in the usual fashion. Under fluoroscopy, the l3/4, l4/5 and l5/s1 facet joints were identified. With fluoroscopy in the right oblique fashion, a #22 gauge, 3.5" spinal needle was directed towards the median branch nerve of the right l3/4 facet joint. Its position was confirmed with 0.25cc of omnipaque. After negative aspiration for csf or blood, 1cc of 0.25% bupivacaine containing 15mg of triamcinolone was injected and the needle removed. There were no paresthesias at any time and no known complications. This was repeated on the left at l3/4 and bilaterally at l4/5 and l5/s1 for a total of six nerve blocks at three levels under fluoroscopy. The patient tolerated the procedures well. There were no known complications. (B)(6) 2003: the patient presented with the following diagnosis: lumbar facet syndrome. The patient underwent the following procedure: lumbar facet median nerve blocks at three levels (six blocks) under fluoroscopy. The back was sterilely prepped and draped in the usual fashion. Under fluoroscopy, the l3/4, l4/5 and l5/s1 facet joints were identified. With fluoroscopy in the right oblique fashion, a #22 gauge, 3.5" spinal needle was directed towards the median branch nerve of the right l3/4 facet joint. Its position was confirmed with 0.25cc of omnipaque. After negative aspiration for csf or blood, 1cc of 0.25% bupivacaine containing 15mg of triamcinolone was injected and the needle removed. There were no paresthesias at any time and no known complications. This was repeated on the left at l3/4 and bilaterally at l4/5 and l5/s1 for a total of six nerve blocks at three levels under fluoroscopy. The patient tolerated the procedures well. There were no known complications. (B)(6) 2003: the patient presented with pain in his back and down his leg that continued to be relatively severe. Assessment: 1. Lumbar facet syndrome-improved 2. Lumbar radiculitis. (B)(6) 2004: the patient underwent a lumbar myelogram due to low back pain and radiculopathy. Impression: ventral extra-dural defects along the thecal sac at the l3-4 and l4-5 levels.

Event description:
It was reported that on (B)(6) 2009: the patient presented with degenerative disk disease at l4-5 with instability and radiculopathy. The patient underwent the following procedures: 1. Right transfacet approach for discectomy; 2. L4 inferior laminotomy, l5 superior laminotomy, l4-5 medial facetectomy for decompression of the l4 and l5 nerve root; 3. Transpedicle pedicle screw instrumentation, bilateral l4 and l5; 4. Transforaminal interbody arthrodesis using peek cage and local bone graft arthrodesis and rhbmp-2/acs at l4-5; 5. Bilateral posterolateral arthrodesis using compression resistant matrix, also using local bone graft and rhbmp-2/acs at l4-5. Per the op notes, following decortication of the endplates, a peek cage of 9mm was then packed with rhbmp-2/acs and local bone graft which had been morselized previously. The rhbmp-2/acs was a large package that was cut into equal pieces. One of these pieces was made in the form of burrito with local bone graft, the other piece was used to pack the facet, and another small piece was used to place in the peek cage and this was packed with local bone graft. The previously constructed burrito was then inserted into the disk space and tamped down. The interbody graft was then placed without complication and rotated into position. There was local bone graft packed behind the peek cage. Morselized bone graft was then placed bilaterally and compression resistant graft was placed in the lateral gutters for the posterior lateral fusion. No complications were noted. (B)(6) 2009: the patient reported low backpain and bilateral leg pain. (B)(6) 2009: the patient presented for follow up of surgery. Patient reports pain has decreased. The patient's wound was clean, dry and intact. (B)(6) 2010: the patient presented to the ER with a backache. Patient underwent CT of the lumbar spine which showed mild narrowing of the left l5-s1 neuroforamen related to degenerative change. There is no evidence of hardware malposition. The patient reported pain in low back and right hip and leg. (B)(6) 2010: the patient presented for 3 month follow up. The patient states his pain has vastly improved from pre-op.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2006 4 x-ray views of left foot appear normal. (B)(6) 2006 chest CT appears normal. No spinal pathology is seen. (B)(6) 2007 ultrasound of gallbladder no spinal pathology seen (B)(6) 2008 ap/ frog leg x-rays of both hips are normal (B)(6) 2008 sinus films and CT reveal no spinal pathology (B)(6) 2009 cervical CT slight bulge at c5/6 without stenosis. Axial views verify no significant canal narrowing is present. Lumbar MRI shows degenerative changes that are mild at l3, but severe at l4. The upper half of l5 and the lower half of l4 show sclerosis and there appears to be a subannular disc herniation at this level as well. Axial views appear to show disc desiccation at l3 and l4 with very slight foraminal narrowing on the left at l4. No central stenosis is seen. (B)(6) 2009 carotid duplex ultrasound no spinal pathology demonstrated. Pa/lateral chest x-rays are normal (B)(6) 2009 three x-ray views of lumbar spine appear to show developing olisthy at l4/5 with l4 translating to the left in relation to l5. Scoliosis has also developed acutely at this location. (B)(6) 2009 lateral inter-operative and postoperative x-rays are taken for localization inter-operatively as well as a postop view showing pedicle screws spanning l4 with interbody fusion cage in place. (B)(6) 2010 CT scan lumbar shows heterotopic bone developing within the tract through which the interbody fusion spacer was placed on the right. This also the area where the preoperative disc collapse had allowed the endplates to rub and osteophytes to form. Therefore whether this is bmp induced bone growth or osteophytes from the primary disease process cannot be fully resolved. This could affect the right l4 root. Facetectomy has been carried out on the right to facilitate spacer placement.

Event description:
It was reported that on (B)(6) 1994: the patient presented to the ER with laceration to the right eye following being hit by a weedeater. (B)(6) 1997: the patient presented with neck pain. X-rays of the cervical spine showed no abnormalities. (B)(6) 1997: the patient presented to the ER with pain in the mid chest area. Impression: chest wall contusion; acute bronchitis. (B)(6) 1999: the patient presented to the ER with pain and swelling of the right knee. Provisional diagnosis: knee effusion. (B)(6) 2001: the patient presented to the ER with a laceration to the left eye following being hit with a 2 x 4. (B)(6) 2002: the patient presented with low back pain to the ER. The patient also reports he has had neck pain and pain over the posterior aspect of the right shoulder which is burning in character. The patient also reported pain in the anterior chest wall when he flexes his neck. Impression: musculoskeletal neck/low back pain. (B)(6) 2002: the patient presented to the medical center with cervical and shoulder gridle sprain following a work injury. The patient underwent x-ray of the cervical spine. Exam showed no evidence of fractures, dislocations or other pathological bone or joint changes. (B)(6) 2003: the patient presented with neck pain post job injury. The patient underwent MRI of the cervical spine which showed minimal left paramedian c6-7 hnp and no neural impingements. (B)(6) 2003: the patient presented to the medical center with lower back pain post job injury. The patient underwent MRI of the lumbar spine. Impression: degenerative disk disease without evidence of herniation or stenosis. (B)(6) 2004: the patient presented for CT of the lumbar spine. Impression: mild to moderate multi-level degenerative disc disease with multi-level disc bulges and small right para-central/ right foraminal disc protrusion at the l5-s1 level; no evidence of focal disc extrusion or evidence of focal nerve root impingement. (B)(6) 2004: the patient underwent a lumbar myelogram. Impression: ventral extra-dural defects along the thecal sac at the l3-4 and l4-5 levels. (B)(6) 2004: the patient presented to the ER with headache. The patient underwent a blood patch procedure and discharged with a diagnosis of headache post myelogram. (B)(6) 2004: the patient presented for follow up after myelogram due to complaints of severe headaches. The patient also reported blurred vision, nausea, vomiting, and photophobia. Impression: post myelogram headache. The patient received an epidural blood patch previously. (B)(6) 2004: the patient presented with post myelogram headache/ lumbar puncture reaction and hypovolemia. Examination found he has severe positional occipitofrontal headaches, nausea, vomiting, and dizziness. The patient underwent a repeat lumbar epidural blood patch and analgesics and caffeinated beverages. No complications were reported. (B)(6) 2004: the patient presented with neck and back pain and continues to have his radicular symptoms. His lumbar myelogram showed ventral extradural defects along the thecal sac of the l3-4 and l4-5 levels. Post myelogram CT scan shows l5-s1 prominent annular disc bulge effaces epidural fat slightly more focal right paracentral right foraminal disc protrusion narrowing the inferior aspect of the right l5 neuroforamin. Assessment: cervical radiculopathy, right upper extremity with ruptured disc at c6-7; degenerative disc and joint disease of the spine in arousal; low back pain with radicular symptoms, lower extremity, right s1 and left s1. (B)(6) 2004: the patient presented with neck pain, muscle spasms, right trapezius pain, and paresthesias of the upper right extremity and also into the right lower extremity. He has low back pain with a lot of burning and paresthesias that radiates. Assessment: cervical radiculopathy, right upper extremity c6-7; degenerative disc and joint disease in arousal; low back pain with radicular symptoms, left lower extremity and right s1. (B)(6) 2004: the patient presented with neck pain, muscle spasms and right trapezius pain. There is some paresthesia of the right upper extremity and some in the right lower extremity. Assessment: cervical radiculopathy, right upper extremity c6-7; degenerative disc and joint disease in arousal; low back pain with radicular symptoms, left lower extremity and right s1. (B)(6) 2004: the patient presented with neck pain and low back pain and muscle spasm. Assessment: cervical radiculopathy, right upper extremity c6-7; degenerative disc and joint disease in arousal; low back pain with radicular symptoms, left lower extremity and right s1. (B)(6) 2004: the patient presented with neck and low back pain and having pain and numbness in his left upper extremity and left lower extremity. The patient has decreased range of motion in the cervical and lumbar area. Assessment: cervical radiculopathy, right upper extremity, c6-7; degenerative joint and disc disease in arousal; low back pain with radicular symptoms, left lower extremity and right s1. (B)(6) 2004: the patient presented with neck pain with paresthesias into his left upper extremities. The patient is also having low back pain with paresthesias in both feet, mostly on the left. The patient has decreased range of motion in the cervical and lumbar spine. Assessment: cervical radiculopathy, right upper extremity, c6-7; degenerative joint and disc disease in arousal; low back pain with radicular symptoms, left lower extremity and right s1. (B)(6) 2004: the patient presented with neck and back pain with radicular symptoms. The patient has decreased range of motion in the cervical and lumbar area. Assessment: cervical radiculopathy, c6-7, left and right s1; muscle spasm; chronic back pain (B)(6) 2004: the patient presented with back pain and muscle spasms. Assessment: cervical radiculopathy, c6-7, left and right s1; muscle spasm; chronic back pain with exacerbation. (B)(6) 2004: the patient presented with back and neck pain that radiates into the right lower extremity and the knee as well. He also continues to have bilateral cervical symptomatology and radicular distribution. The patient has decreased range of motion in the cervical and lumbar area. Assessment: cervical radiculopathy, c6-7; low back pain; extensive degenerative joint and disc disease of the spine in arousal; muscle spasm (B)(6) 2004: the patient presented with neck and back pain and paresthesias. The patient also has decreased range of motion in the cervical and lumbar spine. Assessment: cervical radiculopathy, c6-7; low back pain; extensive degenerative joint and disc disease of the spine in arousal; muscle spasm; reactive depression. (B)(6) 2005: the patient presented with neck and back pain and decreased range of motion in the cervical and lumbar area. Assessment: chronic degenerative joint and disc disease with chronic pain and neck and back. (B)(6) 2005: the patient presented with neck and back pain with paresthesias in the upper and lower extremities. Examination finds decreased lumbar lordosis and decreased range of motion. Assessment: extensive degenerative joint and disc disease of the spine in arousal; chronic neck pain; chronic back pain. (B)(6) 2005: the patient presented with neck and back pain and burning pain into the hips and the lower extremity. The patient also had decreased range of motion in the lumbar area. Assessment: extensive degenerative joint and disc disease in arousal; chronic neck pain; chronic back pain; exacerbation. (B)(6) 2005: the patient presented with neck and back pain radiating into the buttock and the posterior aspect of the right thigh. Assessment: degenerative joint and disc disease in arousal; chronic neck pain; chronic back pain; exacerbation with sacroiliitis, right. (B)(6) 2005: the patient presented with pain , muscle spasms due to a work injury. The patient underwent sacroiliac joint injections and no complications were reported. (B)(6) 2005: the patient presented with neck and back pain with decreased range of motion in the cervical and lumbar area. Assessment: extensive degenerative joint disease of the spine in arousal; chronic low back pain; chronic neck pain; sacroilitis; (B)(6) 2005: the patient presented with neck and low back pain that radiates into the lower extremities. The patient has decreased range of motion in the cervical and lumbar area. Assessment: extensive degenerative joint disc disease of the spine in arousal; chronic low back pain; chronic neck pain; sacroilitis. (B)(6) 2005/(B)(6) 2006: the patient presented with neck and back pain with decreased range of motion in the cervical and lumbar area. Assessment: extensive degenerative joint disease of the spine in arousal; chronic low back pain; chronic neck pain; sacroilitis; depression. (B)(6) 2006: the patient presented with neck and back pain and joint stiffness. The patient has decreased range of motion in the cervical, dorsal, and lumbar spine and there are some hypertrophic changes of the small joints of the hands. Assessment: chronic back and neck pain due to extensive degenerative joint and disc disease of the spine in arousal; sacroilitis; depression. (B)(6) 2006: the patient presented with neck and back pain and polyarthralgias. (B)(6) 2006: the patient presented to the medical center with chest pain. X-rays taken showed no abnormalities. (B)(6) 2006: the patient presented to the ER with left knee pain and swelling. Impression: prepatellar bursitis. X-ray of the knee came back negative. (B)(6) 2006: the patient presented with pain in the neck, back, and joints, difficulty sleeping, depressing, increasing burning pain, and pain in his neck and shoulders. The patient has decreased range of motion in the neck and lumbar back. Assessment: degenerative joint and disc disease of the spine in arousal; chronic neck pain; chronic back pain. (B)(6) 2006: the patient presented to the ER with a foot injury following an incident where a log fell on his foot. The patient unde rwent an x-ray of the left foot. Impression: fractured second toe. (B)(6) 2006: the patient presented to the medical center with right flank pain, dysuria, nausea. The patient underwent a CT of the pelvis which showed the patient had recently passed a 3mm right ureteral calculus now in the urinary bladder. The patient also underwent CT of the abdomen. Impression: mild right hydronephrosis with perinephric and periureteral stranding felt to be related to a recently passed urinary calculus. Also, there was incidental left renal and right hepatic lesions that were detected. (B)(6) 2007: the patient presented to the medical center with kidney stones. Kidney stones were sent for examination. (B)(6) 2007: the patient presented with abdominal pain. Assessment: history of hyperlipidemia; possible choillithesis with bilary colic. (B)(6) 2007: the patient presented to the medical center with abdominal pain. The patient underwent an ultrasound of the gallbladder. Impression: no evidence of cholelithiasis. (B)(6) 2007: the patient presented with cough, congestions, back pain, and low grade fever. Diagnosis: sinusitis. (B)(6) 2007: the patient presented with abdominal pain. Assessment: allergic rhinitis; abdominal pain. The patient also reported back pain, hip pain, radiating into legs. Exam found absent lumbar lordosis and decreased range of motion. Assessment: degenerative joint and disc disease of the spine in arousal; muscle spasm; chronic back pain; sacroilitis; chronic neck pain. (B)(6) 2007: the patient presented to the medical center with chronic back pain and a left foot cyst and nasal nevi. Cyst and mole were removed and tested. No malignant features are seen. (B)(6) 2007: the patient presented with back pain and decreased range of motion in the dorsolumbar spine. (B)(6) 2008: the patient presented with neck and low back pain radiating into the hips. Exam revealed lumbar lordosis and decreased range of motion. Assessment: degenerative joint and disc disease of the spine in arousal; chronic back pain. (B)(6) 2008: the patient presented to the ER with back pain. Impression: chronic back pain, ddd (B)(6) 2008: the patient presented with back pain radiating to the lower extremity. Assessment: degenerative joint and disc disease of the spine in arousal; chronic back pain; possible fibromyalgia. (B)(6) 2008: the patient presented with neck pain, and low back pain, and stiffness with radiation into the lower extremity. The patient has decreased range of motion of the cervical and lumbar spine. Assessment: degenerative joint and disc disease of the spine in arousal; chronic back pain; chronic neck pain. (B)(6) 2008: the patient presented to the medical center with bilateral hip pain. The pain radiates from his back to his buttock region, both sides, down to his toes and also feels burning in feet and toes. The patient underwent x-rays of the hip that showed no abnormalities. Impression: low back pain. (B)(6) 2008: the patient presented with swelling of the right foot and toes. Assessment: raynaud's disease. (B)(6) 2008: the patient presented to the medical center with fatigue. (B)(6) 2008: the patient presented with pain. Exam found there is accentuated kyphotic curvature of the dorsal spine and there is de creased lumbar lordosis. Assessment: degenerative joint and disc disease of the spine in arousal; chronic back pain. (B)(6) 2008: the patient presented to the medical center with pvd. The patient underwent segmental systolic pressures and doppler waveforms of the arterial system of the lower extremities exams. Impression: no evidence of significant stenosis in the lower extremities. (B)(6) 2008: the patient presented to the medical center with a headache. The patient underwent CT of the paranasal sinuses. Impression: sinusitis involving the right maxillary, right frontal, ethmoid and sphenoid sinuses; right nasal septum deviation (severe). (B)(6) 2008: the patient presented with numbness in the right big toe and it turned black. (B)(6) 2009: the patient presented for electrodiagnostic consultation due to patient's history of recurrent, chronic low back pain. Impression: evidence of left s1 radiculopathy as evidence by the prolonged h-reflex on the left side. (B)(6) 2009: the patient presented with low back pain and radiation into the lower extremity more prominent on the left side. Ncv performed is indicative of left s1 radiculopathy. The patient has decreased range of motion in the lumbar region. Assessment: degenerative joint and disc disease of the spine; anxiety/depression; chronic low back pain; s1 radiculopathy, left. (B)(6) 2009: the patient presented with increasing pain and depression and decreased range of motion in the lumbar back. (B)(6) 2009: the patient presented to the medical center with disc degeneration. The patient underwent a cervical MRI without contrast. Impression: minimal degenerative changes , mild annular bulges at c4-5, c5-6, c6-7. MRI of the lumbar spine was also performed. At l3-4, there is mild degenerative disk disease at this level. There is mild left paracentral disk bulge with mild narrowing of the left neuroforamen. There is mild bilateral facet arthropathy. At l4-5, there is degenerative disk disease at this level with broad-based disk bulge. There is moderate narrowing of the right neuroforamen. There is mild narrowing of the left neuroforamen. There is narrowing of the right lateral recess. (B)(6) 2009: the patient presented with pain in shoulders and back and decreased range of motion in the back. (B)(6) 2009: the patient presented with pain in the low back, burning, sharp, and tingling sensations in the left leg and foot and left arm. The patient also reports pain in the neck. The doctor states he has significant degenerative disk disease at l4-5. (B)(6) 2009: the patient presented to the medical center with chest pain and shortness of breath. The patient underwent a pulmonary function interpretation. Impression: spirometry normal, lung volumes normal, dlco normal. The patient also underwent anechocardiography that came out normal. A carotid doppler found no sonographic evidence of hemodynamically significant carotid stenosis. (B)(6) 2009: the patient presented with low back, cervical, and shoulder pain. (B)(6) 2009: the patient presented with pain in low back and both legs. The patient also reported pain in the neck and right arm. (B)(6) 2009: the patient presented with neck and back pain and decreased range of motion in neck and lumbar area. Assessment: extensive degenerative joint and disc disease of the spine in arousal; chronic back pain; lumbar radiculitis; depression. (B)(6) 2009: the patient presented with low back pain with right lower extremity radicular symptoms at l5-s1, as well as polyarthralgia. MRI reviewed shows bulging discs and borderline neuroforaminal encroachment. (B)(6) 2009: the patient underwent x-rays of the lumbar spine which showed l4-5 levoscoliosis with moderately advanced disk degeneration on the right side. There is also degenerative facet joint changes on the left at l5-s1, both likely degenerative changes due to the abnormal weight bearing from the scoliosis. (B)(6) 2009: the patient presented with degenerative disk disease at l4-5 with instability and radiculopathy. The patient underwent the following procedures: 1. Right transfacet approach for discectomy; 2. L4 inferior laminotomy, l5 superior laminotomy, l4-5 medial facetectomy for decompression of the l4 and l5 nerve root; 3. Transpedicle pedicle screw instrumentation, bilateral l4 and l5; 4. Transforaminal interbody arthrodesis using peek cage and local bone graft arthrodesis and rhbmp-2/acs at l4-5; 5. Bilateral posterolateral arthrodesis using compression resistant matrix, also using local bone graft and rhbmp-2/acs at l4-5. Per the op notes, following decortication of the endplates, a peek cage of 9mm was then packed with rhbmp-2/acs and local bone graft which had been morselized previously. The rhbmp-2/acs was a large package that was cut into equal pieces. One of these pieces was made in the form of burrito with local bone graft, the other piece was used to pack the facet, and another small piece was used to place in the peek cage and this was packed with local bone graft. The previously constructed burrito was then inserted into the disk space and tamped down. The interbody graft was then placed without complication and rotated into position. There was local bone graft packed behind the peek cage. Morselized bone graft was then placed bilaterally and compression resistant graft was placed in the lateral gutters for the posterior lateral fusion. No complications were noted. (B)(6) 2009: the patient reported low backpain and bilateral leg pain. (B)(6) 2009: the patient presented for follow up of surgery. Patient reports pain has decreased. The patient's wound was clean, dry and intact. (B)(6) 2010: the patient presented with back pain with radicular symptoms and decreased range of motion. Assessment: chronic low back pain (B)(6) 2010: the patient presented to the ER with a backache. Patient underwent CT of the lumbar spine which showed mild narrowing of the left l5-s1 neuroforamen related to degenerative change. There is no evidence of hardware malposition. The patient reported pain in low back and right hip and leg. (B)(6) 2010: the patient presented for 3 month follow up. The patient states his pain has vastly improved from pre-op. (B)(6) 2010: the patient presented with low back pain and decreased range of motion in the lumbar spine. Assessment: extensive degenerative disc disease of the spine in arousal; chronic back pain. (B)(6) 2010: the patient presented with back pain and increasing radicular symptoms to the posterior left lower extremity. The patient has decreased range of motion in the lumbar back. Assessment: degenerative joint and disc disease of the spine in arousal; chronic low back pain with exacerbation; lumbar radiculitis, left s1 with increasing symptoms. (B)(6) 2011: the patient presented with neck and back pain. Assessment: advanced degenerative joint disease of the spine in arousal; arousal with chronic low back pain and neck pain. (B)(6) 2011: the patient presented with back pain where movement causes radiation into the lower extremities. The patient walks stiffly and slowly. Assessment: degenerative joint disease of the spine; arousal of djd with chronic low back pain and muscle spasm; exacerbation of low back pain. (B)(6) 2011: the patient presented with back pain and decreased range of motion in the dorsolumbar and cervical spine. Assessment: advanced degenerative joint disease of the spine in arousal; arousal with chronic low back pain and neck pain. (B)(6) 2011: the patient presented with depression and weight loss, neck, back, and shoulder pain. (B)(6) 2012: the patient underwent CT of the lumbar spine. Impression: burst fracture l1; minimal anterior compression fracture l3; lumbar spondylosis. (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Impression: over 75% compression fracture of the l1 vertebral body. This involves all columns. There is retropulsion of a significant amount of the posterior vertebral body impressing on the thecal sac over 9mm. There is also narrowing of the thecal sac to 9mm. This is at the level just below the conus. No encephalomalacic changes in the conus noted; mild superior endplate compression fracture of l3 with mild reduction of vertebral body height. No exiting neural or cord compromise seen; unremarkable transpedicular interbody fusion nd laminectomy at l4-5. No abnormal enhancement is seen. (B)(6) 2012: the patient presented following an incident where he fell 10 feet from a tree, landing on his back, and his coagulation acute back pain. X-rays and CT scan shows a burst type fracture of l1 with approximately 5-7 mm of retropulsion and in various places up to 75% compression. Assessment: burst fracture at l1. (B)(6) 2012: the patient presented with back pain and difficulty sleeping, and loss of range of motion. Assessment: advanced degenerative joint disease of the spine in arousal; chronic low back pain; radicular symptoms. (B)(6) 2012: the patient presented with neck and back pain. The patient has decreased range of motion in the cervical and lumbar spines. Assessment: advanced degenerative joint disease of the spine in arousal; chronic neck and back pain. (B)(6) 2013: the patient presented with back pain. Assessment: advanced degenerative joint disease of the spine in arousal; (B)(6) 2013: the patient presented with back pain and burning in the left si area. Assessment: advanced degenerative joint disease of the spine in arousal; facet syndrome, left l5-s1.

Event description:
On (B)(6) 2003: the patient underwent depo-medrol and marcaine injections at 3 sites in the medial portion of the inferior belly of the trapezius and at the scapular prominence at the insertion of the supraspinatus. Assessment: degenerative disc disease in the cervical spine in arousal; herniation at c6-7; cervical myofascial pain syndrome. On (B)(6) 2003: the patient underwent MRI of the lumbar spine without contrast. Impression: degenerative disk disease without evidence of herniation or stenosis. On (B)(6) 2003: the patient presented with pain in his neck and right shoulder in the periscapular area. He also continues to have pain in the lower back area. Assessment: cervicothoracic sprain; muscle spasms; depression with panic episodes. On (B)(6) 2003: the patient presented with neck pain and radiation into the trapezia bilaterally. He continues to have low back pain. He has right shoulder pain and has paresthesias into the right upper extremity. Assessment: cervical radiculopathy, right upper extremity; degenerative joint disc disease of the spine in arousal; ruptured disc, c6-7; low back pain; muscle spasm. On (B)(6) 2007: the patient presented with increased low back pain. The back reveals absent lumbar lordosis and decreased range of motion and straight leg raise is positive. Assessment: degenerative joint and disc disease of the spine in arousal; chronic back pain; arthralgias. On (B)(6) 2013: the patient presented with back pain. Assessment: degenerative joint and disc disease of the spine in arousal. On (B)(6) 2013: the patient presented with increasing pain. Back examination found accentuated kyphotic curvature and absent lumbar lordosis and decreased range of motion. Assessment: advanced degenerative joint and disc disease of the spine in around; facet syndrome, left l5-s1. On (B)(6) 2013: the patient presented with back pain and decreased range of motion in the dorsolumbar spine. Assessment: advanced degenerative joint and disc disease of the spine in arousal; facet syndrome; lumbar radiculitis. On (B)(6) 2014: the patient presented with burning pain down the left buttock and into the left lower extremity to the foot. There is decreased range of motion of the dorsolumbar spine. Assessment: extensive degenerative joint and disc disease of the spine in arousal; lumbar radiculitis.

Event description:
On (B)(6) 2003, : per billing records, the patient underwent ultrasound. On (B)(6) 2005: per billing records, the patient underwent x-rays of lumbar ap/lat. On (B)(6) 2005: the patient presented for office visit with complaints of neck pain, back pain, worsening over the last year. Diagnostic impression: sciatica; muscle spasms overlying; degenerative disc disease, lumbar spine; lumbar radiculopathy; cervical radiculopathy; carpal tunnel syndrome; degenerative disc disease, cervical spine; spondylosis, lumbar spine; sacroiliac joint dysfunction. On (B)(6) 2005: the patient presented with neck and back pain and decreased range of motion in the cervical and lumbar area. Assessment: chronic degenerative joint and disc disease with chronic pain and neck and back. On (B)(6) 2005: the patient presented with complaints of neck pain mild in degree, the patient also complained of mild lid back pain. During the range of motion exam rigidity was noted during left and right rotation, and noted decreased range of motion was noted during flexion. During the flexion process or lumbosacral spine patient noted pain at full flexion. The patient was administered chiropractic adjustments at specific segmental levels as treatment. On (B)(6) 2005, (B)(6) 2006: per billing records, the patient underwent ultrasound. On (B)(6) 2005: the patient presented with complains of mild mid back pain also of neck pain moderate in degree. Upon examination it was revealed that that the patient had moderate spasms in the lid scapular area and lower trapezius locale. The patient was administered chiropractic adjustments at specific segmental levels as treatment. On (B)(6) 2005: the patient presented with complaints of neck pain moderate in degree. The patient¿s treatment included fms, moist heat, ultrasound therapy and myofascial release to the mid thoracic area. On (B)(6) 2005: the patient presented with complaints of neck pain and mid back pain moderate in degree. Upon examination the doctor noted segmental dysfunction at the atlas/axis articulation; mild spasms were noted at the suboccipital triangle with mild tenderness near the posterior occipital line. Patient¿s treatment included ems, moist heat, ultrasound therapy and myofascia release to the mid thoracic area. On (B)(6) 2005: the patient presented with complaints of mild mid back pain. Patient¿s treatment included ems, moist heat, ultrasound therapy and myofascia release to the mid thoracic area. On (B)(6) 2005, (B)(6) 2006: the patient presented with complaints of moderate neck pain and mid back pain. During examination of the cervical spine doctor noted mild spasms near the mild cervical spine and upper trapezius. The patient was adjusted at t4, t8 and l3 sacrum in the right ilium. On (B)(6) 2006: the patient presented with complaints of mild mid back pain. Upon examination it was found that there was segmental dysfunction present at multiple levels at the thoracic spine. Patient¿s treatment included ems, moist heat, ultrasound therapy and myofascia applied to the mid thoracic area. On (B)(6) 2006: the patient presented with complaints of neck pain moderate/to severe. Doctor noted moderate cervical spasms at the mid cervical area and upper trapezius muscles. Patient received specific chiropractic adjustments using the diversified technique at 03 and c4 t12 l1 and the sacrum. The patient tolerated this procedure very well, no residual side effects were noted. Thereapy: (B)(6) 2009 discectomy l4-l5; l4inferior laminotomy, l5 superior laminotomy, l4-l5 facetectomy for decompression of the right l4 and l5 nerve root. Transpedicle pedicle screw instrumentation; transforaminal interbody arthrodesis using peek cage and local bone graft and infuse bmp; bilateral posterolateral arthrodesis using compression resistant matrix, local bone graft and infuse, l4-l5

Manufacturer narrative:
(B)(4) (persisting back pain).,

Event description:
It was reported that on, (B)(6) 2003, (B)(6) 2004 per billing records, patient presented for an office visit. On (B)(6) 2004: patient also underwent CT of lumbar spine w/o contrast. Impression: mild to moderate multi-level degenerative disc disease with multilevel disc bulges and small right paracentral/right foraminal disc protrusion at the l5-s1 level; no evidence of focal disc extrusion or evidence of focal nerve root impression. On (B)(6) 2009 per billing records, patient presented of an office visit. On (B)(6) 2009 per billing records, patient presented of an office visit. On (B)(6) 2010 per billing records, patient presented of an office visit. On (B)(6) 2012 per billing records, patient presented of an office visit. On (B)(6) 2014: patient presented for medication refill. On (B)(6) 2014: staples which were applied on (B)(6) 2014, were removed. It was reported that the wound healed without signs of infection. On (B)(6) 2014: patient presented for a medication follow up, with chief complaint of bilateral hip pain, bilateral knee pain, low back pain, right shoulder pain. Patient¿s review of systems revealed: psychiatric: depression and restless sleep, musculoskeletal: muscle aches and weakness, arthralgias/joint pain, back pain and swelling in the joints, enmt: difficulty hearing. On (B)(6) 2014: patient presented for an office visit. On (B)(6) 2014: patient underwent bone mineral density study. Impression: osteopenia of the right and left lateral femoral neck. On (B)(6) 2014: patient presented for pain management, and rated his pain as sharp, stabbing, aching, burning, and throbbing. Patient also complained of hip pain, low back pain, neck pain, knee pain, lumbar-post laminectomy syndrome, and chronic pain syndrome. Patient¿s review of systems revealed: psychiatric: depression and restless sleep, musculoskeletal: muscle aches and weakness, arthralgias/joint pain, back pain and swelling in the joints, enmt: nose/sinus problems, cardiovascular: light-headed on standing. On (B)(6) 2014: patient underwent mr of lumbar spine without contrast, for the following reasons: back pain, r/o ddd, facet athropathy. Impression: post-operative changes l4-5 without complications or disc recurrence; greater than 50% chronic appearing l1 compression fracture; small left inferior foraminal to extreforaminal disc protrusion l2-l3 but no compromise of the existing l2 nerve root; no central stenosis. On (B)(6) 2015: patient presented for a medication follow up, with chief complaint of hip pain, low back pain, lumbar-post laminectomy syndrome, and chronic pain syndrome. Patient¿s review of systems revealed: psychiatric: depression and restless sleep, musculoskeletal: muscle aches and weakness, arthralgias/joint pain, back pain and swelling in the joints, enmt: nose/sinus problems, cardiovascular: light-headed on standing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012 per billing records, patient presented of an office visit. Assessment: chronic back pain due to degenerative joint and disc disease of spine. On (B)(6) 2013: the patient presented for medications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on, (B)(6) 2014: patient presented with the chief complains of lac to head, head injury, superficial, laceration scalp. (B)(6) 2014: patient presented for follow up. Patient presented with extensive degenerative joint and disc disease of the spine in arousal, lumbar radiculitis. (B)(6) 2015: as per the billing records, patient underwent x ray of the chest region shows negative chest view. (B)(6) 2014: patient presented for follow up. There is decreased range of motion in the cervical spine with some palpable cords. Patient complains of significant neck pain and stiffness. Assessment: 1) advanced degenerative joint and disc disease of spine in arousal 2) chronic cervicalgia 3) lumbar radiculitis. (B)(6) 2014: patient called in regarding medications.